Manufacturer narrative:
Fire was from an unkown origin.

Event description:
Received letter from fire investigators for state farm who alleges there was fire where a pride product was present.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from fire investigators for state farm who alleges there was fire where a pride product was present.